Event description:
It was reported to philips that the customer was unable to save images due to an image storage disk problem. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the cardiac catheterization procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files by rse indicated that there was an error ¿x-ray pc degraded disk bay board¿. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that serial advanced technology attachment (sata is a computer bus interface that connects storage devices to a computer's motherboard) cable connections on the disk drive bay were broken, and the image disk was moved from second disk drive bay to third disk drive bay, also the sata cable was moved from connector 2 to connector 3 of the disk drive bay. The sata cables could not be locked in place due to damage to the disk drive bay sata connections. Image storage was possible and the system was functional. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1152-2024) /field safety corrective action (2023-igt-bst-027). The correction has been implemented on the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.